Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach was not further specified. On the same day as the event onset, the patient was hospitalized for the peritonitis and started treatment with vancomycin (dose, route, frequency, and duration not reported). Dianeal therapy remained ongoing. Four days after the event onset, vancomycin treatment was discontinued and the patient was discharged from the hospital and was recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.